Manufacturer narrative:
Related MFR #2916596-2023-02167 and MFR # 2916596-2023-05725. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, while the patient was in the clinic for their six-month clinical visit, the patient had pain and mild drainage around their driveline site. The driveline site was not cultured or assessed by the surgical team and they were given a 1-week course of 100 mg of minocycline to be taken twice a day.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the infection resolved.